Event description:
It was reported that patient experienced low blood glucose levels and it was treated by carb intake. The event occurred on 22 Jun 2026.

Manufacturer narrative:
E1: Patient City: (b)(6). Patient Country: Netherlands. Name: (b)(6). Country: United States of America. Street: (b)(6).City: (b)(6). State, Province or Territory: (b)(6). Post office or Zip Code: 91325 ¿ (b)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 8021545.